Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 8 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. A photo was received and based on the photographic evidence the event description cannot be confirmed. The likely causes of clip feeding issue are application for forces on the jaws or clips during the firing/loading stroke.

Event description:
It was reported that during a video assisted thoracic (vats) procedure, the device did not deploy the clips. Bleeding occurred as a result, however it is unknown how much bleeding occurred or if a transfusion was necessary. It is unknown on which firing of the device this happened. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the device did not deploy clips and bleeding occurred, how was the bleeding controlled: by using another clip applier; how much blood loss was there (mls): 200; was a transfusion required: no; how was the procedure completed: by opening another clip applier; was there any patient consequence or change in the post-operative care of the patient as a result of the event: no; did the device cut the vessel: no it didn't.